Manufacturer narrative:
Section h4 manufacturing date of the initial medwatch report was blank. Section h4 manufacturing date of the initial medwatch report should indicate: 01/25/2016.

Event description:
The customer contacted physio-control to report that their device shuts down unexpectedly. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control further evaluated the removed system pcb assembly and found that the cause of the reported issue was a y1 crystal on the single board computer installed on the system pcb assembly.

Event description:
The customer contacted physio-control to report that their device shuts down unexpectedly. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio-control evaluated the customers device and verified the reported issue. Physio replaced the device's system pcb assembly and configured to user's settings. The issue was no longer able to be reproduced. After proper device operation was observed through functional and performance testing, the device was returned to the customer for use. Physio determined the system pcb assembly was the cause of the reported issue.

Event description:
The customer contacted physio-control to report that their device shuts down unexpectedly. There was no patient use associated with the reported event.